Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a pt with night glare three and a half months following lasik treatment in both eyes. The pt reported difficult to drive at night due to glare. In a follow up with the optometrist, she indicated the pt was using topical brimonidine tartrate drops to help eliminate the glare at night. She is scheduled to return on (B)(6) 2014. There are two medical device reports associated with this event. This report is for the left eye.